Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ¿up¿ button was responding intermittently and required harder and angled presses to elicit a respond. Reporter denied trauma to the pump or damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found a worn keypad. Investigation did not find any damages to the keypad cover. The ¿up¿ button responded intermittently while the remaining keypad buttons responded properly. Removal of the keypad cover found contamination under the ¿up¿ and contrast button contacts. Unrelated to the button complaint, the audio sound was intermittent. When the pump casing was open and the sound mechanism contacts were realigned. The audio sound functioned properly after the contact realignment.